Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic biliary stone removal procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, after completing stone removal with this device, the physician attempted to remove the device through the endoscope channel and kept the guidewire in place. However, strong resistance was encountered inside the channel and the catheter of the device broke. No portion of the device detached inside the patient. The broken fragment of the extractor balloon remained inside the endoscope and was removed from the patient together with the endoscope. The stone removal had been successfully performed with this device, so no other balloon was used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic biliary stone removal procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, after completing stone removal with this device, the physician attempted to remove the device through the endoscope channel and kept the guidewire in place. However, strong resistance was encountered inside the channel and the catheter of the device broke. No portion of the device detached inside the patient. The broken fragment of the extractor balloon remained inside the endoscope and was removed from the patient together with the endoscope. The stone removal had been successfully performed with this device, so no other balloon was used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient was reported to be over 18 years old. Reported event of catheter broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the catheter shaft to be stretched, kinked, and broken, which is consistent with the catheter being removed from the scope with excessive force. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The description of the complaint was confirmed. It is possible that the stone present in the bile duct prevented the catheter from withdrawing and excessive force was used to pull it out and subsequently the catheter would break at the point where it was caught. It is also possible that the catheter was caught by the scope elevator. The most probable root cause of this event is operational context as due to some procedural/anatomical factors encountered during the procedure, performance of the device was limited.